Event description:
Datasheet reported: "occuring gas alert, in contempt of inconspicuous connection catheter leaky?" No second iab inserted "no hemodynamic findings with iabp, patient prefinal". Patient died on (B)(6) 2012 not attributed to iab event.

Manufacturer narrative:
Product condition rec'd: the product was returned with the membrane completely unfolded and blood found on the exterior of the catheter. Two kinks were found, one on the inner lumen approximately 5.8cm from the iab tip and the other on the catheter tubing 71.9cm fro the iab tip. Product evaluation: an underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pu,p and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. Conclusion: the reported problem could not be duplicated during testing. We are unable to determine when the kinks occurred, however if the kinks occurred during the procedure it could restrict the gas flow through the iab which could cause the reported alarm. A review of the device history does not indicate any lot specific issues. (B)(4).